Manufacturer narrative:
The investigation determined that lower than expected intact pth (ipth) results were obtained when non-vitros (mas) qc fluids were tested using vitros ipth lot 1950 on a vitros xt 7600 integrated system. A definitive cause of the event was not established. A vitros ipth lot 1950 reagent issue cannot be ruled out as a contributor to the event, as imprecision was observed from historical testing of mas qc fluids. However, vitros ipth lot 1950 results from mas qc testing since the latest event were acceptable and ongoing tracking and trending did not identify any signals to suggest there is a systemic quality issue with vitros ipth lot 1950. The lower than expected results were isolated to the testing of mas qc fluids and it is possible improper handling of the mas qcs contributed to the event. Ipth is susceptible to fragmentation and it could not be determined whether the customer was handling the mas qcs according to instructions for each testing event when the lower than expected results were obtained. An instrument issue cannot be ruled out as a contributor to the event, as no within run diagnostic precision was conducted to rule out the performance of the vitros xt 7600 integrated system around the time the lower than expected results were obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected intact pth (ipth) results were obtained when non-vitros (mas) qc fluids were tested using vitros ipth lot 1950 on a vitros xt 7600 integrated system. Mas oim27031a (level 1) results of 18.10, 18.40, 12.55, 17.38, 18.67, 19.45, 17.39, 18.83, 18.67 and 18.01 pg/ml versus the customer's estimated baseline mean result of 28 pg/ml mas oim27033a (level 3) result of 741.09 pg/ml versus the customer's estimated baseline mean result of 1229 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros ipth results were obtained when the customer was processing non-patient fluids. There has been no allegation of patient harm as a result of this event. This report is number three of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).